Event description:
It was reported that the left circumflex was first predilated with a trek 2.5 and was removed from the patient's anatomy. A xience v stent was then implanted with no issue. Normal post-dilatation was being performed with the nc trek, that was prepped and soaked per the instructions for use, at nominal pressure of 8 atmospheres (atm); however, it would not deflate. It was then inflated from 8 to 12 atm and it still would not deflate. Finally it was inflated up to 20 atm and it deflated. The nc trek was in the patient for approximately 15 minutes and when it was finally removed, the circumflex artery had dissected. Another xience v was put in proximal to the first xience v and then a 1.5 nc trek was inflated and deflated up and down the circumflex artery to treat the dissection. There was a clinically significant delay in the procedure due to the device. The final outcome was good and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. The patient effect of dissection is listed in the nc trek instructions for use as a known adverse event associated with coronary balloon dilatation procedures. It should be noted that the nc trek instruction for use states: balloon pressure should not exceed the rated burst pressure.